Event description:
(B)(6) employee from our customer reported to us that the flash washers didn't hold. The issue occurs during a pt transport, but no one was injured.

Manufacturer narrative:
Customer evaluated device. Device not yet evaluated and repaired by stryker or distributor.